Event description:
It was reported that the burr became stuck in the lesion. A rotablator burr was used to treat the target lesion. During the procedure, the burr got stuck in the lesion. The patient was sent to surgery. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the product was returned for analysis. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. The coil proximal to the handshake connection was observed to be kinked. A guide wire was returned running through the device. An attempt was made to remove the guide wire but a resistance was encountered and the guide wire could not be removed. There was blood in the sheath of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. A rotablator burr was used to treat the target lesion. During the procedure, the burr got stuck in the lesion. The patient was sent to surgery. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).